Event description:
It was reported that during a wrist procedure using quantum 2 controller, the display screen on the unit was not working. The surgeon opted to complete the procedure using a competitive device. There was no significant delays or patient complications reported as a result of this event.